Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in clinical use when the issue occurred; the customer was performing the planned treatment which was completed with less than 2mins of delay by plugging and unplugging the echo navigator cable. The philips field service engineer (fse) inspected the system on site and confirmed that system would not emit x-rays. Upon troubleshooting fse found that echo navigator was not communicating and there was no connection between echo navigator option and echograph system and the cable was faulty and intermittently connection was not working. To resolve this issue, fse replaced echo navigator interface cable. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system would not emit x-rays. There was no reported patient or user harm. Philips has started an investigation of this complaint.